Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. The insulin pump was received with cracked battery tube threads, a broken reservoir tube lip and minor scratches on the display window.

Event description:
The customer's mother reported via phone call that the buttons on the insulin pump were not responding. Customer's blood glucose was 222 mg/dl. It was stated there were no significant events leading to the keypad issues. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.